Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on their right ventricular (rv) lead. Programming changes were discussed, no changes or intervention was performed. There were no patient consequences.